Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that they were not able to hear the alarms at times and buttons of insulin pump had gotten stuck in place. Customer stated that insulin pump had rejected new batteries, the screen was scratched and the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms or audio or beep or vibrate anomaly noted during testing. Device had minor scratched lcd window, cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).